Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting a greater than 1500 ohm lead impedance in the ventricle. A chest x-ray confirmed that the lead is not completely inserted into the header. The physician has elected to follow the patient at this time.